Event description:
Caller reported that a malfunction occurred on pump. There was no reported adverse impact to customer's blood glucose level. Customer performed a pump reset on their own. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.